Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the initial reported condition of the device being divided into two pieces was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was determined that the device had illegible etch and component damage. It was further determined that the device failed pretest for labeling assessment and visual assessment. The assignable root cause was determined to be traced to component failure from wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that the craniotome device was divided in two pieces. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in (B)(6) 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.